Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. The last successful lv threshold measured as 4.0v. Pacing output is programmed fixed 2.5v @ 0.4ms on the lv channel. Review of the presenting electrogram identified lv loss of capture. The health care professional stated the vector could be reprogrammed as capture was observed in other vectors. The system remains in service and no adverse patient effects were reported.